Event description:
The reporter stated that five pts had sterile inflammation at one day post-op. The inflammation exhibited as a fibrous membrane; all cases cleared after treatment with steroids. All cases used the same brand of bss and viscoelastic. The mfrs of these products were also notified by the reporter. Other doctors using the same products and equipment experienced no problems. This report is for the first of five pts. Add'l info has been requested. However, the customer has declined to return the questionnaires. For the add'l pts, reference the following MDR #s: 2028159-2008-00002, 2028159-2008-00003, 2028159-2008-00004, 2028159-2008-0005.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 01/07/2008.